Manufacturer narrative:
Patient city: (B)(6), patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape fell off during a bath. No further information available.